Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The support service performed evaluation and confirmed the reported problem. The unit generated an error code. Using the manual, the unit generated an error pertained to central processing unit (cpu) board. The support service replaced the circuit processing unit board to resolved the issue. Performed functional test and unit passed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported a report error on the unit. There was no patient involvement